Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 460 mg/dl at the time of the incident. Customer stated other blood glucose value was 360 mg/dl, 100 mg/dl to 118 mg/dl. Customer experienced symptoms such as dry mouth. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.